Manufacturer narrative:
Additional information has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Note: subject device has not been identified as a synthes device.

Event description:
Attorney advised plaintiff experienced a right ulnar olecranon fracture and was implanted with an olecranon osteotomy nail. X-rays taken post operative show the nail broken at the threads just proximal to the locking mechanism and a possible nonunion. Patient opted to continue therapy for another month. Patient was returned to the operating room one month later for removal of the nail and revision to a plate with locking and non-locking screws. The nonunion was noted in the removal op report.